Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6) hospital. G5. Multiple 510(k): bk050036, k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there were two (2) tubes with defective molding which led to sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. After review and analysis of the customer photos, the bottom of the tube was damaged, as well as the side of the tube. A total of 30 retained samples were subjected to a visual inspection for damages, and all passed without any damages. Additionally, 10 retained samples were visually inspected for brittleness, and all passed without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there were two (2) tubes with defective molding which led to sample leakage. No adverse impact was reported regarding the patient or user.